Manufacturer narrative:
This report is filed july 25, 2016.

Manufacturer narrative:
.

Event description:
Per the clinic, it was reported the patient never received benefit from the device nor used the device. Subsequently on (B)(6) 2016, the device was explanted.